Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure ablation. The procedure was abandoned due to concerns that a uterine perforation had occurred. "The physician could not confirm the perforation due to fluid and blood in the uterine cavity during hysteroscope viewing." During follow-up on (B) (6) 2009, it was reported that several polyps were removed from the uterus just prior to the attempted novasure procedure, but there was one large polyp that they could not remove. Additionally, it was reported that an essure implant was done "just moments before the novasure ablation." The patient was discharged home following the post ns hysteroscopy. A hysteroscopy, dilatation and curettage (d&c), a polypectomy, bilateral essure implantation, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.